Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath assembly was kinked, the imaging window was kinked and twisted, and the catheter was twisted. Microscopic inspection revealed that the guidewire exit port was damaged.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the peripheral artery. An opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the wire got wrapped around device. The device was completely removed. The procedure was completed using an alternate device. No patient complications were reported.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the peripheral artery. An opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the wire got wrapped around device. The device was completely removed. The procedure was completed using an alternate device. No patient complications were reported.